Event description:
I had a watchman implant (B)(6) 2025 and in (B)(6) experienced issues with walking inclines no matter how small they were to the point I had to quit work. Prior to the watchman implant I regularly walked trails and mountains while carrying a backpack camera weighing 50 lbs without any issue. Inclines that I regularly scaled in 20-30 seconds now take 5 minutes. On the date in question, I walked up an incline in (B)(6) on a street I regularly had walked in uptown and immediately went into atrial fibrillation, had labored breathing, and experienced a severe headache, and rise in blood pressures to 200/100+. Upon reaching the ed I was admitted and a tee (transesophageal echocardiography) was performed that revealed that the watchman did not completely seal the area it was supposed to, and there is a leak. My hemoglobin level had dropped to under to under 13, and in the in the blood test a few days prior it was 12.1. I have chronic chest pain, especially after the slightest exertion such as walking a half a block. I reported the incidents to the surgeon that did the procedure, and there was no treatment plan given other than to go to the ed if I went into afib. When I informed the surgeon, I had went to the ed due to the afib his response was that I didn't need to go every time I was in afib. This despite the fact that I was in afib and was unaware of ti and this led to kidney and heart failure/near heart failure. I have found that this article/study is most accurate concerning the device https://www.dicardiology.com/content/leaks-after-left-atrial-appendage-occlusion-heighten-stroke-risk (my surgeon states that this report is wrong in writing along with other bizarre statements). Any leak matters despite my surgeon and other doctors stating it isn't. I am worse off after the watchman implant than I was prior to the procedure. Much tighter regulation needs to be put on the physicians performing the implant. They are blatantly dishonest concerning the ramifications of the implant and its potential to cause severe health issues. I am seeking to have the implant removed asap. The FDA should move quickly regarding the watchman device and inform the public of the true dangers.